Event description:
It was reported when the device was used during a exploratory laparotomy, there were no staples were present. Another device was used to complete the case. There was no consequence to the patient.